Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump was exposed to moisture and stopped working. The blood glucose of 300 mg/dl at the time of the incident and the current blood glucose was also same. The device is not expected to be returned for analysis. The high blood glucose was treated with bolus of insulin and declined troubleshooting for it. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to perform functional testings due to blank display.